Event description:
Customer reported paramedics came to his home due to low blood glucose. Customer's blood glucose was lower then 20 mg/dl. Customer stated he believed issue was his fault and did there was not issues with the insulin pump. Customer stated he doesn't think he screwed in the reservoir all the way in and the reservoir came out. So when he noticed he pushed the reservoir back in and he did not rewind the device. The piston pushed the insulin into him and his blood glucose dropped really fast. Customer was treated at home and was not hospitalized. Customer stated there are no cracks or damage where the reservoir goes. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.